Event description:
Non injury incident. Complainant states that stimulation will jolt whenever pre-modified waveform is selected.

Manufacturer narrative:
Chattanooga group engineering eval of the device finds no anomalies on channel 1 & 2 output. Channel 3 & 4 was found to have shorted circuit. Device was repaired and re-tested with no further anomalies found. Chattanooga group is performing further analysis to determine if the severity and frequency of this occurrence is within expected levels.